Manufacturer narrative:
Updated the serial number.

Event description:
This report is based on information provided by philips remote service personnel a third-party bench repair service and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that calibration issue with the touchscreen. The device was not in use during the time of the event; therefore, no patient or user health consequences or impact occurred.

Manufacturer narrative:
Updated the serial number.